Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on an unknown date. It was reported the patient developed acute on chronic renal failure and mesenteric ischemia which was treated with dialysis. Imaging revealed suprarenal placement of the endograft, encroaching on the sma original and bilaterally on the renal arteries. The patient had exploratory laparotomy and sma thrombectomy with patch plasty. The cause of the event is unknown. No additional clinical sequelae were reported and patient status is unknown.